Event description:
It was reported that the purewick urine collection system did not suction all the urine and the patient got wet. Also patient had urinary tract infection. It was unknown what medical intervention was provided. Liberator provided troubleshooting tips and placement instructions to the patient. Per additional information received via email on (B)(6) 2021 from liberator, the issue was resolved and the device began working great. However, liberator was later informed that the patient expired.

Manufacturer narrative:
The reported event is confirmed use related. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "user does not follow instructions, user forgets to attach collection lid or is unaware that the lid is not fully secured or user lacks strength or dexterity required / or unaware the canister is full". A DHR review is not required as the event is user related. The instructions for use were found adequate and state the following: "1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system did not suction all the urine and patient got wet. Also patient had urinary tract infection. It was unknown what medical intervention was provided.